Event description:
It was reported via repair work order that the siderail controls were not working due to malfunctioned cpu board. It was also reported that the power cord plug was missing ground pin missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.